Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1. H3, h4, h6 the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that va lockscr ã¸2.7 he 2.4 self-tap l24 tan was broken acros the neck, head and shaft were received. A dimensional inspection for the va lockscr ã¸2.7 he 2.4 self-tap l24 tan was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces during the procedure. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the va lockscr ã¸2.7 he 2.4 self-tap l24 tan would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices ar manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition.additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review part # 04.211.024ts lot # 390l322 manufacturing site: werk selzach logistik release to warehouse date: 23.april.2025 expiration date : 01.april.2030 supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.211.024 non-sterile lot # 61049p7 manufacturing site: werk selzach logistik release to warehouse date: 26.march.2025 supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an unknown surgery for the transcondylar fracture of the distal humerus with the locking screw in question. After the implantation, the surgeon checked the image intensifier and confirmed that the distal screw in the medial plate was not inserted properly and out of the bone. The surgeon removed the screw to change the insertion angle and found that the screw had been broken. The surgeon removed only the screw head. Because the screw was out of the bone, the thread part of the screw was removed by kocher forceps. The surgeon originally did not plan to insert a screw into the distal third hole, but additional screw was inserted into the third distal hole, and the fixation was completed. It seemed that the olecranon interfered to the screw by extension after fixation, and it caused the breakage of the screw. The surgery was completed successfully within 30 minutes delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9 the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.